Event description:
Procedures: cardiac open heart. Reportedly, dr had two or three pts recently where he had to defibrillate the pt when coagulating close to the heart. Surgery is on pts who had cardiac surgery previously and needed revision related to growth and age. Sternum was previously closed with wire, but reportedly the wire is removed first and the electrosurgical device is used to open the scar tissue. Incidents occurred in different or's using different generators.